Event description:
The customer contacted physio-control to report that their device intermittently won't power on. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The original medwatch report was submitted in error and is a duplicate of report # 0003015876-2020-01648.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device intermittently won't power on. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.